Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited increased threshold measurements and increased pacing impedance measurements with some measurements being high and out of range at 2,000 ohms following routine device replacement. The increase in measurements was felt to be related to potential tissue interface or calcification on the lead tip. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire about high output pacing to try to push any calcification off of the lead tip. Ts discussed potential causes for the increased measurements. The physician plans to continue monitoring. No adverse patient effects were reported.